Manufacturer narrative:
The t:slim pump user guide states: "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had neglected to change the time on the pump to reflect daylight savings time. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with changing the time setting on the pump.